Manufacturer narrative:
No samples were returned for testing or review. No retained samples are available for testing/review. A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The needle component is supplied by ethicon. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The surgeon attributed one possibility for the broken needle due to utilizing a larger needle holder with the "finer" sutures. Without reviewing the actual broken needle, receiving magnified photos of the broken device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
Our distributor is reporting a stratafix suture was used for thoracotomy and decortication of the subcutaneous layer when the needle broke. The surgeon took x-ray's to locate the needle in patient's body which had migrated down the wound posteriorly. This resulted in extended surgery of 25 minutes. Surgeon attributed possibilities to using a big needle holder with smaller, finer sutures.

Event description:
A second occurrence was reported and added to this report.

Manufacturer narrative:
A review of the device history records for the finished good and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. The needle is an ethicon supplied component. Ten (10) sealed, sterile samples were received for visual review and testing. No defects were observed on the needle devices. All devices met the current specification for a size 0 pdo device including the usp tensile strength and needle pull requirements. When the results of the third party needle review are received a revised response will be forwarded to you at that time. The bending or fracturing of a needle can occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without receiving the actual broken needle device for review, receiving magnified photos of better quality so a proper evaluation can be performed or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, the procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The title of this report was change to 14158 follow-up. Additional information was obtained which indicated the broken needle was found by the facility. The number of occurrences for this event has changed to one (1) in place of two (2).

Manufacturer narrative:
The title of this report was change to 14158 follow-up. Additional information was obtained which indicated the broken needle was found by the facility. The number of occurrences for this event has changed to one (1) in place of two (2).